Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The customer called to report a pod that alarmed with a communication error when he awoke. An attempt to re-establish communication was unsuccessful. The customer also reported experiencing high bg's (301-488mg/dl). The pod will be returned for evaluation.